Event description:
Customer reported receiving erratic readings on their abbott diabtes care device. Customer reported receiving readings of 80 mg/dl and 360 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional product (reader mfgc120-t0651) has been returned and investigated with retained test strips. Visual inspection was performed on the reader and no issues were observed. Control solution testing was performed and results were within specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the reported sensor is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.